Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that cell 2, which resulted as equivocal or negative during initial testing, visually appeared weakly positive. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.